Manufacturer narrative:
Subject device was returned for evaluation. Visual inspection confirmed failure mode of ¿control unit switches modes¿. Review of the service history states that device was sent to the customer as a refurbished unit. Per results of the investigation, the root cause is ¿circuit board failure¿. At this time, no further investigation will be implemented. (B)(4).

Event description:
During a polypectomy procedure utilizing the hysteroscopic morcellator system control unit, it reported that the subject device switched from oscillate to reciprocate mode during the procedure. It was reported that there was no backup device available. (B)(4).